Manufacturer narrative:
UDI number added.

Event description:
The customer reported that there was a speaker malfunction. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.